Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing, the ventilator entered a ventilator inoperative condition. There is no reported patient involvement associated with this event.